Event description:
Recovery room informed director that device was leaking oil. Manufacturer (ge) notified. The following day, ge came to the facility, wiped the unit down and removed excess oil from a front caster. A test was done - no more oil leaks or marks on floor were observed. The unit was returned to service. A few days later a hospital employee slipped/fell on oil - mark on floor. Ge was called. The following day ge serviced the unit, ordered parts, and both caster wheels on the portable were replaced. The unit was tested and put back into service.